Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that there were no drops coming out of the tubing during the fill cannula process; the mother was concerned that her son's insulin pump was not delivering his basal rates. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the prime and rewind issue. The drive support cap appeared normal. There were no compromised force sensor system alarms in the alarm history. However, the customer was holding the tubing during the fill cannula process and no drops were coming out. The infusion set and reservoir were changed and drops began to exit the tubing. However, the insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. However, the operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had minor scratches on the lcd window.